Event description:
A german customer ran a blood test on the contour xt meter and received a reading of 111mg/dl, retested on the contour next usb and the reading was 220mg/dl. The difference between the readings falls in the "c" zone of the error grid, making the difference clinically significant. No ae alleged. The customer is expected to return the test strips for evaluation. New strips and meters were sent to the customer.

Manufacturer narrative:
The model# was not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.